Event description:
This lead was implanted on (B)(6) 2003 and was capped on (B)(6) 2011 due to elevated impedance levels. The physician was dr.(B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).